Manufacturer narrative:
The ventilator was investigated by our field service engineer on-site. The o2 gas module was identified defective and replaced. The replaced o2 gas module has not been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator did not pass pre-use check due to multiple fails. There was no patient involvement. Manufacturer ref.#: (B)(4).